Event description:
It was reported by repair work order that the arm rest could not be locked in place due to missing locking washers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the customer is ordering the parts and repairing the unit themselves.